Event description:
On (B)(6) 2021, implants were placed in a total of four locations on the distal medial and lateral sides of the right femur and on the proximal medial side of the right and left tibia as growth control surgery at the medical institution. The implants were subsequently removed on (B)(6) 2024, some three years later. At that time, the following defects occurred. A total of eight screws were attempted to be removed using a hexagonal screwdriver. Of the eight screws, six screws could not be removed because their heads were deformed or broken during the removal operation. Therefore, a carbide drill was used to destroy the heads of the six screws that were deformed or broken.